Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct device serial number is (B)(6); not (B)(6) as previously reported. Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 14, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 29, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to non-use. There are no plans to re-implant the patient with a new device as of the date of this report.